Event description:
The customer reported that the grid was not working due to wear and tear. No pt injury was reported.

Manufacturer narrative:
(B) (4). Grid. The ge service rep replaced the grid. The system operates as intended.